Event description:
The customer complaint indicates that a bhcg cassette was incorrectly loaded onto the access system (unknowingly by the customer at the time) and false negative results were produced. No associated instrument flags were generated by the system for the false negative answers. The false negative results were reported, but no diagnosis or treatment was altered based on the false low results. No injury occurred. The customer acknowledged the incorrect loading of the cassette during the investigation of the issue. A potential health risk exists when a false negative result is reported and used in the course of patient care, and has the potential to alter the diagnosis or modify a course of treatment.